Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that varying threshold values measured by the ICD¿s a-cap were noted. Increase in atrial capture threshold and gradual increase in ventricular capture was observed. An episode of ams was observed on (B)(6) 2018 and it appears to be an electrical source. On (B)(6) 2018, the patient presented to the clinic where isometrics and pocket manipulation were performed, but they could not reproduce the rv lead issues. The patient had influenza but no cardiac symptoms. The patient will continue to be monitored.

Event description:
New information notes that the patient condition is stable and unchanged.

Event description:
New information notes that on (B)(6) 2019 the ventricular lead was capped and replaced due to high pacing impedance and high pacing threshold. The patient was asymptomatic prior to the procedure and was not pacemaker dependent. Patient was stable throughout the procedure.